Manufacturer narrative:
No evaluation possible at this time. The implant has not been removed from the patient nor has the identifying lot number been provided.

Event description:
Screws at the top level pulled out post-op.